Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hepatectomy, could not close. During the endoscopic left lateral hepatectomy, the clip could not close. Changed chinese brand product to complete the procedure. There is no report on the patient's injury.